Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported the customer used an expired product (catheter tunneling tool). The customer had a return goods authorization (rga) to return the item to medtronic but had not done so. Suddenly, the operating room (or) had a need for this device and an unknowing employee brought it into the or. This occurred on (B)(6) 2020. The device was discarded by the customer. There were no reported applicable contributing factors to the issue. It was unknown if the issue resolved, however, the patient status was alive - no injury. Additionally, it was indicated surgical intervention occurred. Further complications were not reported. Additional information was received. It was indicated the referenced unknowing employee was a hospital employee. The reported surgical intervention was clarified to be the use of the expired tunneling tool. There was no patient impact at this time. The surgeon said they would monitor the patient but expected they would be fine.